Manufacturer narrative:
No service was requested by the hospital facility and no parts were replaced on the ventilator system. According to the received information, the reported issue was caused by an interruption to the o2 supply to the ventilator and was not caused by a fault with the ventilator. No logs were received and the root cause for the reported issue could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI numbers in manufacturing.

Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).